Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead with the helix fully retracted and clogged with blood was returned for evaluation. Examination of the lead found full breached insulation degradation located distal to the suture sleeve impressions. Electrical tests did not find shorts or discontinues on any of the conduction paths.

Event description:
This report is to advise of an event observed during analysis.